Manufacturer narrative:
Second multi-link mini vision otw css indicated is being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident information. An angiogram revealed that the previous stents had thrombosed; in addition, EKG indicated another acute inferior myocardial infarction. Thrombosis, myocardial infarction, and restenosis, as listed in the instructions for use, are known adverse events associated with coronary stenting. There was no reported device failure. Without the devices to examine, a conclusive root cause of the reported incident cannot be determined. There is no indication of a product quality issue.

Event description:
Reporting status: serious injury/permanent damage/medical intervention. Reporting rationale: myocardial infarction/thrombosis is requiring medical intervention. Device issue: none. It was reported that in 2007, the patient presented with an inferior st elevation mi, and was treated by placing two mini vision stents and another company's stent. Two days later, the patient experienced another acute mi. It was noted on angiogram that the mini vision stents had thrombosed and the thrombosis was treated with an angioplasty balloon. No additional event or patient information is available.